Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance low out of range, oversensing, noise and high pacing thresholds due to lead conductor fracture and insulation damage. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects. Further clarification from the sales representative indicates that the lead is not suspected to exhibit a conductor fracture, but an insulation damage. No additional adverse patient effects.